Manufacturer narrative:
Due to ack3 failure, the problem code was changed to "electrical problem" which actually should be ¿insufficient information".

Event description:
It was reported to philips that the equipment has failure. The device was in clinical use for patient at the time of the event, but there was no adverse event. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.